Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6. Corrected fields: d9. The device was returned to olympus for inspection, the reported failure "e226: otv connection error" was confirmed and the reported failure "image appeared blurry and white, making it unviewable" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the transmitter and receiver module. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error code error 226, and the image on screen was hazy white as if no image at all. These issues occurred during inspection for use. There were no reports of patient involvement.